Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had a blood glucose of 594 mg/dl with no symptoms. The reporter stated that they had just changed the patient's site at the time of the event. The pump was reviewed and found that there were no boluses in the pump for (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013. The pump was further reviewed and the prime history indicated that the site was last changed on (B)(6) 2013 indicating that the site was not changed per the site rotation guidelines. The reporter was advised to follow up with the health care provider for guidance with managing the patient's diabetes. This report is made based on the allegation that the patient experienced hyperglycemia related to failure to bolus and failure to rotate sites appropriately while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested to return to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: there was no pump data from the time fo the event due to continued patient use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was noted to be discolored with a pinkish contrast.